Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse inspected the wash collar waste valves on the reagent probes and confirmed they were not functioning properly. Fse replaced the wash collar waste valves to resolve the issue. Beckman coulter internal identifier (B)(4).

Event description:
The customer reported erroneously low patient results were generated for multiple cartridge chemistries on the unicel dxc 600i synchron access clinical system. The low patient results were not reported outside of the lab. The customer confirmed the qc recovered within specification prior to the event. There was no change to patient treatment in association with this event.